Manufacturer narrative:
The device is not available for evaluation. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "patient had the following procedure on (B)(6) 2025: neck scar contracture release, flap placement, microliposculpture to trunk, limited facial rejuvenation. The surgeon reported that the right drain was removed about a week later and because of continued induration and a mass, the right lower neck was explored. This showed some unusual wet granulation tissue. Cultures were positive for mycobacterium chelonae along the internal drain track."

Manufacturer narrative:
The device was not returned for evaluation, and the complaint could not be confirmed. The lot number of the device is not known, however they did provide a list of lot numbers they have in stock so it is assumed it was one of those lots. Each of thos lots were sterilized and released with acceptable results, and all documents were reviewed and found no concerns with any of those lots. There is no evidence to indicate a sterilization failure in any of the referenced lots. Infection is a risk inherent to any invasive medical procedure, and cannot be traced to this device. If any additional relevant information is identified, it will be submitted in a supplemental report.